Manufacturer narrative:
To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. Further questions regarding the distance of compresses to the generator, whether they had any solutions on them, was o2 present, what does site identify as the source of the ignition, how severe was the fire and how extinguished and was the staff or pt injured have been asked, but to date no response has been received.

Event description:
The report stated that a compress which was close to the device caught fire.